Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuosity and a 99% stenosis. The product was prepared and clinically used as per the IFU. The product was advanced to the lesion through the sheath introducer and over the guidewire. The balloon was inflated using an indeflator, however, the balloon ruptured at five atmospheres. It was withdrawn from the pt's body. There was no reported pt injury. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characterstics may have had an impact. The product was not returned for analysis. A DHR review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan (mqp), including the burst test values. This review was extended to subassemblies. This review confirmed that subassemblies met all requirements per the applicable mqp as well.